Event description:
A report has been received where an end user expired in a house fire caused by smoking while using the oxygen concentrator. The reporter was contacted for additional information. It was learned that the reporter of this incident is awaiting on hospice to get an incident report. A request was made for the sample. No further detail was provided but has been requested. Please note any further information will be provided in a supplemental report.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model irc5p, serial number/date code (B)(4) is approximately 1 year, 2 months old. The owner's manual part number 1143482 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. Of note: it is believed that the cause of the incident is related to smoking by the end user combined with use of the oxygen product concurrently. The owner's manual addresses this issue and provides a specific warning: do not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located and away from where oxygen is being delivered. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death.